Manufacturer narrative:
The field service engineer troubleshot to loose connections on the generator gim box. Fse secured all connections, recycled power to all components and system functioned to mfrs specifications. Fse performed operation verification per maintenance section of service manual. System returned to full service by the customer.

Event description:
On 11/05: customer reports approx (B)(6) female undergoing procedure for stent placement when fluoro failed. Physician completed procedure by use of rad imaging shots. No reported injury.